Event description:
Device malfunction: difficulty to remove. Time of malfunction: during the procedure. Symptoms/ae: foreign body removal. Time of symptoms: during the procedure. It was reported that physician had difficulty recovering an emboshield after deploying it in the femoral artery. A second larger sheath was used and the device was successfully captured and removed. There were no adverse pt effects reported. No additional information is available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.